Event description:
The customer stated that he removed the sensor after getting an alarm, and he noticed that the catheter broke off inside his skin. The customer went to the emergency room for assistance. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.